Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was determined that the pendant, positioner motion controller, and wag assembly required replacement. These parts were replaced and the issue was resolved. The parts have been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unable to exit motion calibration mode. It was reported that the imaging system was fully charged and was rebooted several times without resolution. Pressing 'm' to calibrate motion caused the system to begin moving slowly, although the calibration was unable to be completed. The system was also unable to be docked because of this issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect positioner motion controller was unable to confirm reported problem. Installed positioner control box in test imaging system and motion calibration proceeded as expected. The system readied and all motion was functional. Performed invalidation of home and motion calibration several times while under test. Each time was successful. The 2d and 3d imaging were successful. No problem found. Investigation of returned suspect pendant found the laminate touch pad is worn in high use areas. No functional problem found. The returned pendant failed visual inspection but was not found to have caused the reported event. Investigation of return suspect wag assembly is ongoing.

Manufacturer narrative:
Investigation of returned suspect wag assembly finds that drive assembly would not rotate when power was applied. The investigation found that the drive motor was bad. The reported issue was confirmed to be caused by a mechanical issue.